Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2400 valve set leaked from the tubing. The white end piece of the tubing that screws into the empty bag detached during the bag fill operation and leaked total parenteral nutrition. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between august 28 - 29, 2024. H11: the device was received for evaluation. Visual inspection was performed which showed that the tubing was not detached from the valve body outlet. However, the tubing had become completely clogged with ingredients inside the tube of the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.